Event description:
Lead was explanted due to noise. Physician had a hard time getting a stylet past the area of the lead that was at the tricuspid valve. Patient also stated that the device had moved around a lot in the pocket after it was first implanted. This may have caused a fracture on this lead contributing to the noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 44.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pins was not returned. The analysis showed multiple abrasion marks along the lead fragment. In particular, between 7.5 cm and 10 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.